Manufacturer narrative:
Device passed the displacement test. The test p-cap locks properly in the reservoir compartment noted. Device received with cracked case behind the device at the battery compartment and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 554 mg/dl. The customer was assisted with troubleshooting. Customer stated that they dropped the insulin pump. The customer stated that the insulin pump had crack in battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.